Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm confirmed in the device history due to isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm . Customer stated that each time the pump forced a rewind and all of her settings were lost and needed reprogramming. No harm requiring medical intervention was reported. The device will be returned for analysis.